Event description:
A report was received that the patient had drainage in the pocket site. The physician did not believe that there was an infection. The patient had flushing and irrigation on the pocket site and was prescribed antibiotics. The patient was reportedly doing well postoperatively.